Event description:
This pt was enrolled on the (B)(4) clinical trial, and was randomized to the hydrocoil embolic system treatment arm. The pt is (B)(6) old male who presented with an unruptured aneurysm in the left ica terminus. The aneurysm was coiled on (B)(6) 2013 and on (B)(6) 2013, the pt presented to the emergency room with chest pain and was found to have a type a aortic dissection. Pt underwent thoracic surgery on (B)(6) 2013. Post procedure, pt was found to have malperfusion syndrome with multi organ failure. Pt flat lined and expired on (B)(6) 2013.